Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during routine follow up about three weeks post implant, this right ventricular (rv) lead exhibited loss of capture due to dislodgement. Per the physician, it appears that there was insufficient slack in the rv lead at implant, which caused the lead to dislodge. The rv lead was repositioned the same day without incident and remains in service. No additional adverse patient effects were reported.